Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a single component failure on the printed circuit board was causing short battery life this report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: pump powers to "verify" screen in accordance with normal operation. Multiple low battery warnings and replace battery alarms observed in black box. Evidence of excessive battery usage also observed in black box on (B)(6) 2013. Battery compartment intact, no cracks. No evidence of moisture contamination found inside battery compartment or on underside of battery cap, battery cap is able to fully tighten. A power loss was not observed. Current draws not within specification. Removed pump cover, no evidence of moisture in pump. Found component c22 to be shorted causing excessive current draws and short battery life. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release